Event description:
It was reported that bd alaris pump module smartsite infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that the rate is 100ml/hour, but it looks like it¿s a bolus infusing. Infusion was stopped and the channel with the issue was removed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.